Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer stated to have seen a bunch of dust where the screws are on the side. The customer tried cleaning the scopes which did not resolve the issue. The tac suggested using the light source cleaning kit to clear the error. The customer confirmed it is the light source that has an issue because they found a replacement cart and the scopes worked on that cart. The customer cleaned the scope connectors, but they did not have the scope socket cleaner. The customer was advised to send the device in for the repair or try the scope socket cleaner. The customer declined to be transferred to the repairs team. An olympus representative was able to go out to the facility the next day, and the issue could not be confirmed. It is unknown how did the issue became resolved. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the evis exera iii xenon light source, was showing b30 scope communication error on both tested scopes. The issue was found during the preparation for use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 and h3 field was corrected based on the available information at the time of the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that some abnormality of communication with scopes caused by adhesion of foreign material or moisture to the electrical contacts occurred. However, a definitive root cause could not be established. The event is addressed in the instructions for use which states that a b30 error indicates a scope communication error and is displayed when failed hard deployment of scope ID data (registry error occurred), and mainly occurs due to adhesion of foreign material or moisture to the electrical contacts. Olympus will continue to monitor field performance for this device.